Event description:
It was initially reported that the indicated valve of the probe while in the patient was too low (under 10mmhg). The probe was removed. It was subsequently reported that the device was used in an oral-maxillo-facial surgery (transplantation in the mouth area). The low oxygen reading occurred immediately after insertion. No patient information was provided.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation and an investigation has been initiated based on the reported information.